Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: proximate stapler tx30g was used to staple the bronchus, in lung transplant, unclear what the third device was however it has compromised the lung/deflating it therefore unable to be used most likely due to surgical technique. He only got to speak to the registrar involved briefly so only able to obtain the reported information. Lung were retrieved and are fully inflated for transport (he believes that the lung came from adelaide), also he wants to re-iterate that proximate stapler only staples and does not cut, this would not have compromised the lung even if it did not staple. Unsure if receiving patient was already on ECMO/lung removed prior or if the patient was put on ECMO after the reported incidence. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the tx30g device? Was the device difficult to close? Was the device difficult to fire? In regard to the staples the deployed, what was their shape/form? Was the patient on ECMO prior to the event that was reported? If the patient was not on ECMO, did the alleged deficiency of the device contribute to the patient being placed on ECMO?

Event description:
It was reported that during a lung retrieval, the doctor was very familiar with the tx30g but when he closed the first handle all was fine then he went to fire with the second handle and no staples came out. He removed the device and used another with the same result. He finished the procedure with another device from the retrieval hospital compromising the lung and it not being of any further use. The patient whom was to receive the lung is now on ECMO at p.c. I inspected both devices and both have been fully discharged with one of the tx30g¿s having a staple still lodged in the cartridge. Also, both device packages tore into strips when opened.